Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Prosthesis dysfunction during implantation. Additional procedure = implantation of other prothesis.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2291329 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. Refer to ¿product returns¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos on evaluation of the device, the following was observed: visual inspection: ¿ directional button is in the recature position. ¿ red marker is before ponr. ¿ safety wire in place on return. ¿ outer sheath examined and all intact. Functional inspection: ¿ handle actuating fine for deployment and recapture but unable to deploy the stent. ¿ safety wire removed without issue. ¿ handle opened and sheath tube separated from the shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the additional questions, the product was not inspected for kinks or damage prior to use. As per update to the management of complaints procedure ((B)(4)) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. As a result, the stent could not be deployed. From the additional questions, it is known that there was resistance felt during the attempt to release the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during an attempt to place an evo-fc-10-11-8-b stent in the common biliary duct, the stent would not open. The procedure was completed using another device, there were no adverse effects reported due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-oct-2025. Additional information received on 06-oct-2025. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during atempt do stent placement. Could you please clarify what is meant by ¿prosthesis dysfunction¿. During atempt to stent placement stent didnt open. What endoscope type and channel size was used? Olympus tjf 190, channel size 4,2mm. What was the position of the elevator? N/a, open, closed open. Details of the wire guide used (diameter, type, make)? 0,035 olympus ref (B)(4). Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no stent set was placed in comon biliary duct - stent didnt open. Please advise the anatomical location of the intended target site. Comon biliary duct. How long was the stent in the patient by the time this complaint occurred? Sten wasnt applied. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? No. ¿additional procedure = implantation of other prothesis¿ please confirm if this was done within the same procedure or was another procedure done on a different date. The same procedure, the same guidewire. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No external defects was observed. Was the product inspected for kinks or damage before use? N/a, yes, no. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) There was resistance felt during attempt to release the stent.